Event description:
It was reported that the customer's insulin pump did not power on. His/her blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit was monitored and no off no power alarms noted. Unit received with corroded battery cap contact, corroded battery tube, minor scratches on lcd window, cracked case at display window corners, and battery tube threads.